Event description:
Boston scientific provided the following information: loss of capture and high impedances were reported on this rv lead. The lead was capped.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.